Event description:
Our rep. Is reporting to us that during an arthroscopic acl repair the surgeon had a series of difficulties which resulted in a 45 minute delay to the procedure. It appears that two mitek milagro fixation screws in a row broke while driving them into the bone tunnel, all was easily retrieved; however, these screws were discarded and the facility cannot identify which milagro screws and what the lot was of the devices being used. Also, the modular ratchet and driver were coming loose and the surgeon had to repeatedly keep retightening the ratchet as he went along. Outside of the procedural delay, which is the cause for this report, the case was successfully completed without any harm to the patient.

Manufacturer narrative:
Forty-four days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Forty-four days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Eval summary: awaiting return.